Manufacturer narrative:
On (B)(6)2019 , after the submission of the initial 3500a MDR, it was noticed that additional information about the event was received on (B)(6)2018 which changed the reportability of this complaint. The additional information received indicates the damage did not result in wires being exposed, the damage did not result in sharp rings, and there was no resistance or difficulty in inserting or removing the catheter from the patient. Also, the catheter was not pre-shaped. Based on this additional information, the event has been reassessed as not MDR reportable. However, because the complaint has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA if additional information is received regarding this event, or if the complaint product is returned for evaluation. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30104080m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref #: (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter tip partially separated. It was reported that during the operation, the electrode broke. A second catheter (unspecified) was used to complete the operation. There was no report on adverse event on patient. The reported event has been assessed as an MDR reportable malfunction.